Event description:
After 2.5 x 28mm cypher was removed from the inner package and pulled out from the plastic housing, a strut at the proximal edge of the stent was flared in a v-shape. The physician attempted to readjust the flare of the strut with his fingers, but was unable to do so. The product was not clinically used and will be returned. There was no reported patient injury. Please note that this device (cjs28250 /lot no. I0406098) is distributed outside the united states; however, it is similar to the united states distributed product cxs28250. Additional information will be submitted 30 days upon receipt.